Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had molding defect (short shot). This event occurred 2 times. The following information was provided by the initial reporter: the customer stated, "the hcp reports that the shields of tubes were found to be deformed."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had molding defect (short shot). This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the hcp reports that the shields of tubes were found to be deformed.".